Event description:
During a follow-up, a loss of capture was observed a decrease in r-wave amplitude and low impedance were also observed. X-ray revealed that the lead appeared to have slightly moved back. The physician decided no intervention. Hence, another follow-up was scheduled for (B) (6) 2010. The patient's condition was reported to be good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.